Manufacturer narrative:
The field service engineer (fse) calibrated the ion-selective electrodes (ise) before performing maintenance with successful results. The fse replaced the vacuum nozzle tubing. He also removed and cleaned the vacuum valve. He swapped the valves between ise 1 and 2. He checked the vacuum traps and did not find any issues. He also cleaned the lower vacuum trap valve. And refitted all parts. He checked the sample probe chamber and vacuum syringe filling. He did not find any issues. He ran primes and calibrations with successful results. He left the unit for 20 minutes and then performed calibration and qc with successful results. The cause of the event could not be determined due to missing chloride results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
MDR codes eval conclusion code was updated.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 2 patient samples tested on the cobas 8000 cobas ise module (double). It is unknown if the initial results were reported outside of the laboratory. Sample 1 had an initial result of 132.7 mmol/l with a repeat result of 139.3 mmol/l. Sample 2 had an initial result of 131.0 mmol/l with a repeat result of 137.2 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.